Event description:
The pt has 2 leads (from the same lot) implanted as part of her scs system. It was reported the pt desired better stimulation coverage in her back. Subsequently, the pt underwent a surgical procedure on (B)(6) 2014 for a lead revision. The physician repositioned one lead and explanted the other lead. The pt reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.